Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned and analyzed and the distal conductor was fractured. There was blood in/on the helix mechanism and the lead was flexed near the anchoring sleeve.

Event description:
It was reported that a patient alert was triggered. It was further reported that the right ventricular pace-sense lead had high impedance and had fractured. It was removed and the chronic defibrillation right ventricular (rv) lead will pace-sense, though the clinic reported that the chronic rv lead does exhibit some t-wave oversensing. No patient complications have been reported as a result of this event.